Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Reanna, an ICU rn, contacted the eps regarding a gas loss alarm on a balloon pump. The alarm occurred once, and the team followed the help screen instructions to refill the balloon. Reanna confirmed that all connections were tight and there was no blood or discoloration in the helium tubing. Proper steps to resolve the alarm were reviewed, including checking the tubing, pressing the iab fill key for 2¿3 seconds, and restarting the pump. The nature of the alarm and potential clinical causes were discussed, but no clear clinical explanation was identified at the time. Reanna was advised to call back if the alarm recurred frequently. Product surveillance information was collected. No patient harm was reported. Based on the description, the gas loss alarm was likely triggered by a transient or minor disruption in helium delivery, possibly due to momentary pressure fluctuation or incomplete balloon fill. Since the tubing was intact and clean, and the issue did not recur. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) has gas loss alarm. No harm or injury to the patient was reported.